Event description:
It was reported that the patient presented for a follow-up in clinic with pocket erosion and the skin of the device pocket appearing red. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted and replaced the pacemaker to resolve the issue. The patient was in stable condition throughout the procedure.